Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable pulse generator (ipg) change out for normal battery depletion, the patient experienced ventricular fibrillation during sustained electrosurgery. It was further reported that the device exhibited no telemetry and no output shortly after electrocautery occurred. The device was explanted and replaced. No further patient complications have been reported as a result of this event.